Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that coronary restenosis and chest pain occurred. In (B)(6) 2015, the index procedure was performed. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27mm lotus valve. Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, coronary angiography was performed and revealed a patent but with diffuse mid and distal disease and 90% ulceration of the saphenous vein graft (svg) to diagonal and 99% stenosis involving the mid portion at the anastomosis of the om branch. On the same day, percutaneous transluminal coronary angioplasty (ptca) and stenting of the vein graft to the diagonal was performed by pre-dilatation with a 2.0x20 balloon catheter followed by placement of 2 overlapping stents, first a 3.0x38 stent, and second a 3.5x38 stent. A staged percutaneous coronary intervention (pci) of the vein graft to the obtuse marginal (om) distal circumflex was to be performed at a later date. Two days after, ptca and stenting of the venous graft (vg) anastomosis with the circumflex was performed by pre-dilatation with a 2.0 balloon catheter followed by placement of a 3.5x24mm synergy stent. However, during the procedure, the obtuse marginal side branch became occluded, but the main vessel remained widely patent with a good runoff and the patient developed chest pain.